Event description:
The dentist reported that 6 months after the dental implant was placed in intra-oral region #6, it was verified its non-osseointegration; 10 ncm of primary stability was achieved and immediate load was not performed. The dentist did not provide further info about the case.